Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the co2 test failed. There was reportedly no patient involvement. The fse evaluated the device on site. The fse performed the trouble shooting and diagnosis, calibrated co2 and ran functional tests which device passed successfully and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.